Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported. No injury or medical intervention was reported.

Event description:
A voluntary MDR/medwatch report was received on 07/10/2025. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, while the patient was asleep, their cgm recorded a glucose level of 293 mg/dl. In response, the patient¿s omnipod insulin pump automatically administered a correction dose to address the hyperglycemia. The patient reported awakening spontaneously and subsequently checked their blood glucose using a meter, which read 83 mg/dl. The patient stated that this event resulted in a ¿severe low blood glucose¿ episode, during which they required assistance from family members. However, no specific symptoms or treatment details were provided. No additional patient or event information was available at the time of reporting. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number - mw5171862, mw5171863, mw5171864. Diabetes mellitus is a known cause of hypoglycemia. B1 adverse event and/or product problem - additional information. B2 outcomes attributed to adverse event - additional information. B3 date of event - correction. B5: describe event or problem - additional information. E4: initial report also send to FDA - additional information. G2: report source - additional information. G3: date received by mfg - correction. G6: type of report - updated/follow-up. H1 type of reportable event- correction. H2: type of follow up - correction/additi.onal information. H6 codes: health effect - impact code - correction/additional information. H6 codes: health effect - clinical code - correction/additional information. H10: corrected data/ related report numbers. H11: additional narrative.